Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer declined further troubleshooting with tandem technical support to resolve the issue. Reportedly, the customer reverted to manual injections for insulin therapy.